Manufacturer narrative:
(B)(4). Pump received not stuck in the manufacturing mode and it was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with cracked reservoir tube lip, scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer's mother reported via phone call that the clear ring was missing from the insulin pump's reservoir compartment. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.